Event description:
Prodisc patient assistance line representative reported that a patient complained of pain with prodisc-c and was seeking removal. The patient claims she is experiencing a clicking in neck when turning her head. This report is for an unknown prodisc c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. No investigation could be completed, and no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development evaluation was conducted. The report indicates that implant sizing is adequately accounted for in the risk analysis for this device. Possible hazards identified for inappropriate sizing include: 1.3 implant subsidence of endplates into surrounding vertebral body(ies); 1.5 implant subluxation due to inappropriate implant sizing to the patient¿s anatomy and/or inadequate bone structure/bone density; 1.7 loss of plate fixation ¿ implant loosening; 5.1 selection of incorrect implant height; 5.3 selection of incorrect implant footprint; 5.5 misplacement resulting in incorrect implant orientation/position; 5.6 injury to spinal cord during insertion; 6.1 peri-articular calcification and autofusion due to incorrect sizing. Based on the information provided in this compliant, an update to the risk analysis is not warranted at this time. Implant functional and design requirements. Section 2.0 and 3.0 of the fdrm state the requirements for appropriate sizing of implant respectively: the device should approximate the footprint (length and width) of the physiologic vertebral endplate morphology to maximize endplate coverage and the device should restore and maintain functional disc height. Since the complaint failed to give any details regarding the cause of the patient¿s continued pain, there is no evidence indicating the implant failed to perform as it was designed. As a result, no change to the functional and design requirements traceability matrix is necessary. Improper sizing of the implant can possibly result in a number of hazards to the patient. The prodisc-c implant risk analysis (fmea) was reviewed and it was determined that an update is not warranted at this time. There is not enough information available to determine a hazard or cause of hazard for this complaint. Myelopathy or pain¿ is also listed on the prodisc-c package insert as one of the several potential risks associated with this device and in general with the implantation of spinal implants. The source of the patient¿s pain remains unclear in this case. This complaint can be considered indeterminate. No further action regarding implant design is necessary at this time.